Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received any product back for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, there was bleeding at the bedside. The source, cause, and amount of bleeding are unknown. It is also unknown what interventions were performed to control the bleeding, if any. Multiple attempts to obtain additional information have been made; however, no further details have been received.